Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed due to component. A field service engineer stated that there was delay in dispensing the medication to patient. A field service engineer powered down the station, removed the cubies, and reseated the row board cable, along with all drawer components and the retractor band. Subsequently, the engineer rebooted the hardware to rectify the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed. There were no adverse events or injuries reported based on this event.